Event description:
Empyema [empyema]. Turbid synovial fluid [synovial fluid analysis abnormal]. Hyperthermia [joint warmth]. Swelling/oedema [joint swelling]. Cased description: spontaneous report received on 02-sep-2010 from a physician regarding a female, patient, of unknown age, initials, and relevant medical history. The patient received the last injection of synvisc into the ankle joint on (B)(6)-2010. Starting on an unknown date, the patient experienced swelling and "hyperthermia". On (B)(6)-2010, the patient went to the hospital for consultation, where "steadying of the joint" was performed and antibiotics were administered. Due to persisting symptoms, video arthroscopy was performed on (B)(6)-2010 and the beginning of empyema was noticed. The diagnosis of moderate oedema was made. There was no redness present. There was turbid synovial fluid present, for which lavage was performed. This second arthroscopy was performed on an unknown date. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown. The qa (quality assurance) investigation results were received on 03-sep-2010. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.